Event description:
The monitor was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The device was started up at 07:09:02 on (B)(6) 2022. At 00:25:25 on (B)(6) 2022, an arrhythmia was detected. ECG shows sinus tachycardia @ 115 bpm transitioning to vt @ 200 bpm with CPR/motion artifact and electrode lead falloff. The lifevest properly detected vt at 00:25:25. CPR/motion artifact and electrode lead falloff prevented the lifevest from treating the patient. At 00:26:41, an arrhythmia was detected. ECG shows vt @ 200 bpm with CPR/motion artifact and electrode lead falloff. The lifevest properly detected vt at 00:26:41. CPR/motion artifact and electrode lead falloff prevented the lifevest from treating the patient. The electrode belt was disconnected at 00:56:25 on (B)(6) 2022.

Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There is no indication that the open r781 resistor caused or contributed to the patient's passing because the system was able to detect vt on the date of event. In addition, the latest available ECG recording ((B)(6) 2022 12:26:32 am) indicates both ECG leads were functional as they were able to acquire a cardiac rhythm.

Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The device was started up at 07:09:02 on (B)(6) 2022. At 00:25:25 on (B)(6) 2022, an arrhythmia was detected. ECG shows sinus tachycardia @ 115 bpm transitioning to vt @ 200 bpm with CPR/motion artifact and electrode lead falloff. The lifevest properly detected vt at 00:25:25. CPR/motion artifact and electrode lead falloff prevented the lifevest from treating the patient. At 00:26:41, an arrhythmia was detected. ECG shows vt @ 200 bpm with CPR/motion artifact and electrode lead falloff. The lifevest properly detected vt at 00:26:41. CPR/motion artifact and electrode lead falloff prevented the lifevest from treating the patient. The electrode belt was disconnected at 00:56:25 on (B)(6) 2022.